Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery alarm functioned properly. Device was programmed 2.0 units fixed prime with water fill reservoir and water did exit the infusion set. Device had minor scratched lcd window, cracked display window corner, cracked battery tube threads and broken belt clip slot at battery tube threads area.

Event description:
Customer reported that she experienced high blood glucose. Customer stated she changed her infusion set on sunday (B)(6) and woke up the next day with blood glucose value of 500 mg/dl. She changed the set again and her blood glucose was at 400 mg/dl. Customer stated she performed prime and insulin did not exit the tubing. The tubing has no air bubbles and no insulin leak was found. High pressure test not performed as the customer did not have a tubing clamp. Customer requested the insulin pump to be replaced after talking to her doctor due to absence of no delivery. Current blood glucose value is 272 mg/dl. Nothing further reported.